Manufacturer narrative:
B5: event description has been updated. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device has error code displayed and connector broken issue. There was patient impact reported. Additional information received that there was no patient impact reported.

Event description:
It was reported that the device has error code displayed issue. There was patient impact reported.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of connector broken was confirmed. It was found that the d evice showed error code 12 and 11 indicates the cable was damaged and physically broken. The likely cause of failure could not be determined. However, it was also noted that the hi-pot test was failed, stator was loose, shaft was broken and collet bearings were worn out medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.